Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during impaction of trial femur, the attune universal handle broke. It was also indicated that the red lever broke off from main handle of the spring. It was stated that lever and handle were all retrieved.

Manufacturer narrative:
It was reported that during impaction of trial femur, the attune universal handle broke. It was also indicated that the red lever broke off from main handle of the spring. It was stated that lever and handle were all retrieved. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.